Event description:
Information received from the field notes that the patient was seen for a routine office visit and prior to magnet applicatio n, the ECG showed asynchronous pacing at the magnet av delay. One minute later, the ECG showed pr pacing at about 100 ppm. One hour later, magnet waving was attempted without success. Four days later, the patient had anot her office check where magnet application showed proper asynchronous pacing.